Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed testing for oxygen (o2) low flow. The device's air exchange control module (aecm) required replacement to address the issue; however, no repairs were performed as the device was scrapped.